Event description:
A complaint was received that indicated the glucometer elite system provided very high results. On event date a blood glucose reading from the elite system was 497 mg/dl. Pt did not have symptoms of hyperglycemia a comparison was conducted using a competitive system ahd a result of 120 mg/dl was reported. While on the phone electronic checks were conducted and were satisfactory. The customer was using elite strips lot number j0g05yc070, expiry dated 01/02. Normal control testing was satisfactory. A request was made to return the system for eval. In the meantime a replacement unit was provided.